Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately nine months after the implantation, the patient was hospitalized with tea colored urine, elevated hvad power consumption and high lactate dehydrogenase. The patient was treated with tissue plasminogen activator until pump parameters normalized. At last report, the patient was doing well with decreasing signs of hemolysis.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump, (B)(4) was not returned for evaluation despite multiple attempts to obtain it. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.